Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foggy image was the result of improper or inadequate reprocessing or handling. The event can be detected/prevented by following the instructions for use which state: ¿instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using a clean lint-free cloths. 2. Turn on the video system center, light source, monitor and inspect the endoscopic image as described in their respective instruction manuals. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from momentary disappearing or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had leakage. The device was returned to olympus for evaluation. During evaluation, the image was foggy due to damage to the charge coupled device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported event was not confirmed. In addition to the foggy image that occurred due to the damaged charged coupled device unit, other evaluation findings are as follows: the adhesive on the bending section cover was chipped; the bending angle in the up direction did not meet the stand value due to wear of the angle wire; the bending section could not be fixed firmly due to damage on the forceps elevator lever; the universal cord had a dent; the video connector had a crack; and there were scratches on the bending section cover, the right/left lever, switch#1, the video connector, the video connector case, the light guide cover glass, the light guide connector, the angulation lever, the right/left plate, the upward/downward plate, the grip, and the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.